Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on 16-mar-2021 with system sk1361. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Fenestrated bipolar forceps pn: 470205-17, ln: n13191119-0052, sn: (B)(4) was recorded as being used once in this procedure through its end of 10 uses. While not all other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. The da vinci-assisted procedure completed robotically with no reported system errors. There has been no specific alleged failure mode and this event does not meet the criteria of a reportable malfunction. However, while the surgeon mentioned she does not think that the system was at fault, this event is considered a reportable adverse event as there was a report of an unspecified small bowel injury resulting in the surgeon oversewing the bowel as a precaution. At this time, the severity of the bowel injury and the root cause of the issue is unknown. Follow-up was attempted, but the patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy procedure, there was a ¿damaged small bowel with a fenestrated bipolar¿ and the surgeon, ¿ended up oversewing¿ the bowel as a precaution. The intuitive surgical, inc. (Isi) clinical sales representative (csr) was advised of the issue when the surgeon had requested information from the csr on ¿thermal spread of the instrument¿. The severity of the bowel burn was unknown. The procedure completed with no delay and the patient was reported as being stable. Isi has reached out to the customer to obtain additional information but has not yet received a response.